Event description:
It was reported that the patient experienced recurring incontinence back to baseline for two months with an artificial urinary sphincter (aus). A surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure the tube coming out of the pump was detached, held on by anti kink suture. The patient was said to be in recovery following the procedure.